Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. No crack on lcd window noted.

Event description:
Customer reported that the insulin pump was cracked on the screen and near the reservoir compartment. Customer's blood glucose level was 32 mg/dl at the time of the call. Customer reported treating the low blood glucose level. No further information was provided.